Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report numbers: 3013886523-2023-00216. A physician reported a certas valve (ID 828814) was implanted via ventriculoperitoneal (v-p) shunt on unknown date with unknown setting. Since the flow of cerebrospinal fluid was poor after surgery, the valve was removed and replaced on (B)(6) 2023. The valve was used with codman bactiseal catheter (ID 823072). It is unknown if the csf poor flow was related to the catheter, however the physician suspected that the catheter was not inserted into the ventricle in the correct position, which might lead to a poor csf as well. According to information provided, it is unknown if the patient had any signs and symptoms due to poor flow.

Event description:
N/a.

Manufacturer narrative:
The certas valve (B)(6) was returned for evaluation. Device history record (DHR)- lot 4776315, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected and no defect was noted. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. Root cause analysis- no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.